Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization) and iron deficiency anaemia ("severely anemic"). The patient was treated with blood transfusion. At the time of the report, the menorrhagia, polycystic ovaries and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- anaemia, menorrhagia, polycystic ovaries. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), iron deficiency anaemia ("severely anemic"), hypotension ("low blood pressure") and dizziness ("dizziness"). The patient was treated with blood transfusion. Essure treatment was not changed. At the time of the report, the menorrhagia, polycystic ovaries, iron deficiency anaemia, hypotension and dizziness outcome was unknown. The reporter considered dizziness, hypotension, iron deficiency anaemia, menorrhagia and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- anaemia, menorrhagia, polycystic ovaries most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), iron deficiency anaemia ("severely anemic"), hypotension ("low blood pressure") and dizziness ("dizziness"). The patient was treated with blood transfusion. Essure treatment was not changed. At the time of the report, the menorrhagia, polycystic ovaries, iron deficiency anaemia, hypotension and dizziness outcome was unknown. The reporter considered dizziness, hypotension, iron deficiency anaemia, menorrhagia and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- anaemia, menorrhagia, polycystic ovaries. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: added the new events of 'low blood pressure' and 'dizziness'. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.